Event description:
Impella placed at the beginning of the case. During the transition phase, when removing the "peel-away" sheath and changing to the "permanent" sheath on the left groin site where impella was inserted, hemorrhage occurred. Pressure was held and coagulation was reversed. Pt expired the same in ICU.